Manufacturer narrative:
An evaluation of the returned instrument found no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. A previous investigation found that the failure mode observed in this type of event, is due to imparting excessive torsional loads to the mating instrument (reducer) during the rod reduction maneuver. Excessive load can be applied due to a tolerance gap condition between the reducer and extenders. The over-torque observation was corroborated by the two design interface analyses (dias) that were performed on the reducer/screw extender interfaces.

Event description:
Both tabs of the screw extender were broken during the surgery. The surgeon heard a click when inserting the reducer but continued inserting the set screw. Then driver could not go in depth and the surgeon tried extending the item outward, but something was interfering. When removing the screw extender after final tightening, the tabs were found broken. All broken fragments were retrieved and no residual parts remain in the patient's body.